Event description:
The physician believes that the generator needs to be replaced. There were no causal or contributory programming changes, medication changes or other external factors that preceded the onset of the increase seizures. The patient has experienced an increase in generalized convulsive seizures.

Event description:
It was reported that the patient underwent prophylactic generator replacement. It was reported that the explanting facility will not return explanted devices for analysis.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient's seizures have been more frequent and longer despite no medication changes. It was noted that the vns was interrogated and was not at end of service, but that the patient would be referred for prophylactic generator replacement. No known surgical interventions have been performed to date.